Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.